Manufacturer narrative:
The removed solenoids 3 and 4 were returned to the product investigation lab (pil). The pil technician installed the solenoids 3 and 4 into a pil ventilator to duplicate the reported issue. The pil tech could duplicate the failure from the service. The returned solenoid 3 operated with 110b cbitproxpresssensorazfailed generated during the standard test bed (stb) operation, however the returned solenoid 4 operated without issue. The pil tech noted that the returned solenoids passed the pressure accuracy test. The pil has determined that returned solenoid valve number 3 is faulty after further evaluation.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventative maintenance, it was observed that the device was getting error code 110b check vent: proximal pressure sensor auto-zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and could not confirmed the reported problem. Since occurrence record of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log, the solenoid valves 3 and 4 will be replaced. The pse replaced solenoid valves 3 and 4 for preventative measures. No other malfunctions were observed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.